Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-21089. It was reported the pt is not receiving adequate stimulation along his pain pattern. A sjm rep was unable to resolve the issue with reprogramming as the pt experienced unintended leg or rib stimulation upon increasing stimulation amplitude. It was also reported that multiple contacts on the scs lead are invalid. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.